Manufacturer narrative:
Additional information:( event site state: zz, event site postal code: (B)(6)) a getinge field service engineer (fse) updated the software of the hybrid machine, a demo machine of the company, from software version d.00 to d.01 of the cardiosave intra-aortic balloon pump (iabp). After updating the software, it was found additional problems the machine shows a notification of power-up test fails (error#6). It was found that this notification is a notification about the touchscreen having a problem / failing to calibrate the touchscreen repalced touch screen assy. Calibrate touch screen : pass / test pressing every function of the screen. Can be used normally. Check the accessory cable of the machine and find that the lead EKG cable 5 lead damaged lead wire sheath / order ECG esis leadwires - 5 lead \ new replacement wire. Run test the machine can be used normally.

Event description:
It was reported that during field action the cardiosave shows a notification about the touchscreen having a problem / failing to calibrate the touchscreen. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).